Event description:
Health professional reported a lap-band device that allegedly caused "sweating, nausea, and vomiting after food obstruction." It is unk if a replacement device was implanted. The explanted device will be returned for lab analysis.

Manufacturer narrative:
Taper unk. (B)(4). The rptr of the complaint was asked to indicate the product serial number. The info has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. Allergan has rec'd the product; however, the analysis has not been completed at this time. No add'l info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedure." Device labeling addresses the possible outcome of vomiting and nausea as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."